Manufacturer narrative:
The reported events of premature battery depletion, failure to capture, incorrect measurements and no pacing were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Event description:
A patient presented to the emergency room with symptoms of shortness of breath, dizziness, and bradycardia. The device was interrogated and a false elective replacement indicator (eri) was present with a date prior to initial implant. The battery voltage was above eri voltage level. There was a failure to capture and a loss of pacing observed on the device. Premature battery depletion was suspected. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient was stable.